Manufacturer narrative:
(B)(4). Analysis: corrosion and residue was seen on both surfaces of gear wheel 3. Also, the battery resistance waveform test showed a high resistance of 1807 ohms. Multiple low battery resets was seen in the system event log both in the field and during analysis. The primary finding was high s2 battery resistance.

Event description:
The pump had a daily infusion rate of 0.138 mls/day. The patient heard an alarm. He had been feeling 'a bit weird.' The pump was at end of service. It was replaced. The patient was ok after replacement. The pump was used to deliver morphine and bupivacaine.